Event description:
It was reported to technical services on (B)(6) 2012 that this lead will be removed due to pocket erosion. No product will be returned as they will be sent to the lab for cultures. Md is dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).